Event description:
It was reported when using the bd vacutainer® push button blood collection set customer reports leakage in the connection. The following information was provided by the initial reporter. The customer stated: "they still explicitly state that the leakage is thus at the connection with the bd push button blue butterfly needles, ref (B)(4). It is at that connection that they leak. On connections with bd venflons, e.g. Ref (B)(4) they say they never have problems.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage.